Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous high rbc and low hgb results (and mch/mchc) on two patient samples with instrument generated abnormal rbc pop messages and analyzed in secondary mode. An undiluted pediatric sample was run 3 times on the hmx al and generated high rbc and low hgb (and mch / mchc). The second patient was an adult with erroneous high rbc and low hgb results. An observation of blood smear the customer was able to see that each sample was normal and did not exhibit signs of a usual anemic sample. Customer diluted each specimen and the dilution of 1 in 2 gave results closer to the film for rbc and hgb for each and is considered correct. Erroneous results were not reported outside the laboratory. Patient results are attached. No death, injury or affect to patient treatment.

Manufacturer narrative:
A pediatric sample filled to the proper level. Unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before the incident and recovered within range. No service was done as controls are within spec and reproducibility also passed. Root cause is unknown.